Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump was stopped working. Customer¿s blood glucose level was 130 mg/dl at the time of incident. Customer state that insulin pump had insulin flow block alarm and event was resolved by changing complete set. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).